Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal using these electrode pads. Complainant indicated that the clinician changed out the electrode pads several times and still did not get an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted in error against the electrodes. The reported event will be reported under medwatch 1220908-2018-02860 against the defibrillator's involved.